Event description:
Customer called to report the reservoir door came open and injected extra insulin into their body. It was stated that pt treated and corrected their low bags. Unit was not in a case. Device was not dropped, bumped, or exposed to moisture.